Event description:
Pt's mediport catheter had fractured leaving a small portion in the pulmonary artery. He was recently found to have a tricuspid insufficiency murmur that immediately resolved upon removal of the catheter tip. This mediport was not placed in this facility nor do I have any info regarding the MFR, ID#, etc. He was sent from the oncology ctr after finding the port was non-functioning.